Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent left finger carpometacarpal replacement, trigger release procedure on (B)(6) 2019 and suture was used. As the surgeon tried to tie the suture, it broke off from the needle. There was a slight delay in surgery. The procedure was completed successfully. There were no adverse patient consequences reported.